Event description:
It was reported that the health care provider wanted to turn off the patient's pump due to the patient's non-compliance. The reporter stated that the patient went through withdrawals due to missed refills. The patient was reported to have had symptoms of increase in pain level, increased blood pressure and heart rate, nausea and vomiting. It was later reported that the patient's pump was successfully placed in the off state. The patient was currently in the hospital for pain management. The medication used in the pump was morphine 30mg/ml at 7.7mg/day. A follow-up report will be sent if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).